Manufacturer narrative:
Date of event: unknown. Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 8011905, medical device expiration date: 07/31/2019,  device manufacture date: 01/11/2018, medical device lot #: 5064636, medical device expiration date: 09/30/2016, device manufacture date: 03/05/2015. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the caps were found separated on bd vacutainer® z (no additive) urine tubes - conical prior to use; as stated, "the gummy part remains hanging on the tube." There was no report of exposure, injury or medical intervention.

Event description:
It was reported the caps were found separated on bd vacutainer z (no additive) urine tubes - conical prior to use; as stated, "the gummy part remains hanging on the tube." There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated for closure separation and the customer¿s indicated failure mode was not observed. The photos were evaluated for defective stopper molding and the customer¿s indicated failure mode with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed, however closure separation was not. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding was observed. Closure separation was not observed. Based on the investigation, the most likely root cause for the defective stopper molding was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.